Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited oversensing of large far field r-waves (ffrw), noise and low p waves. The lead was replaced. No patient complications have been reported as a result of this event.